Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). Omsc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. There was no abnormality in the appearance of the device. When the device was inspected using the included ac adapter, the device was turned on. The adapter was overloaded while the code was touched, and the device was repeatedly turned on and off, but the reported event was not reproduced. When the device was operated according to the instruction manual, there were no abnormalities. The device was tested for continuous energization, but there were no abnormalities. A slight vibration was applied to the device, but there were no abnormalities. The exact cause of the reported event could not be conclusively determined and surmised, as the reported event was not reproduced and no anomalies were found inside the device. The device had no repair history. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device did not turn on. Therefore, the user used another monitor. According to the information provided by the olympus representative, the device can now be turned on. There was no report of patient injury associated with the event.